Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2008. It was reported that the patient had experienced intermittent stimulation in his lower back and legs for the past four months. The sjm representative will follow up with the patient to check impedances and speak with the physician about taking an x-ray. It was reported that the lead had an invalid contact and effective stimulation was recaptured via reprogramming around the invalid contacts. No further issues were reported.